Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. It is likely that the combination of the actual sample used with the metal needle led to the peeling of urethane outer layer. Past findings have found that when a guidewire m and a metal needle are used together, the urethane outer layer may peel off due to contact with the metal needle when the guidewire m is operated in the removal direction. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is likely that the actual guidewire was exposed to a pulling load in the withdrawal direction while its urethane coating was in contact with the metal needle, resulting in the peeling of urethane outer layer. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. The hematology department used a guidewire and a metal needle together during cv port procedure. When the guidewire was pulled out, the urethane peeled off and was partially left inside the body. The urethane was removed by radiology department successfully with no further problem. The procedure was completed successfully. The patient was not harmed.